Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited an out of range pacing impedance measurement that resulted in activation of the lead safety switch (lss) feature. Review of stored device memory noted that pacing impedance measurements had not been recorded for six months and the patient had been in atrial fibrillation (af). Boston scientific technical services (ts) discussed that the af may have been the cause of missing pacing impedance measurements. The patient was still in af and an ra pacing impedance measurement was unable to be obtained in clinic. The device was programmed vvir and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.